Event description:
It was reported that the 9900 system had several error messages at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board, fluoro functions board, and the software upgrade were installed during the service call.